Event description:
Approximately two and a half years after lvad implantation, the patient stated to the vad coordinator that a high priority alarm sounded and the controller stated that the pump stopped. The controller was exchanged by the patient himself without any problems. No further clinical information was provided in the clinical database.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad controller (B)(4) in relation to the reported event. These included clinical evaluation, log review/analysis, and visual/functional testing. Review of the controller log files confirms a vad stop caused by a driveline cable disconnect that correlates with the reported event. Visual analysis of the controller, showed no evidence of damage of the driveline connector port. Functional testing confirmed that three test-bed pump motors could be connected and firmly locked into the controller port. The connection could not be broken without properly unlocking the connector. The reported event was confirmed via review of the log files and was determined to be related to a vad disconnect; however, this could not be duplicated during testing of the returned device. Based on the available information, the root cause of the reported event cannot be determined. There have been no further complaints related to this issue for this patient.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.